Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Also corroded motor during visual inspection. Unit had minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer called and reported she had jumped into a pool with the insulin pump on and it would not turn back on or respond. Customer stated the display went blank immediately after exposure to water. Customer's blood glucose was 102 mg/dl. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.